Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 129 mg/dl. The customer changed the infusion set and reservoir. Insulin pump alarmed for no delivery again. Customer changed the infusion set and reservoir for the third time and did not receive an alarm. Did not troubleshoot for no delivery alarm as customer had resolved it. Customer did not want to return the reservoir for analysis. Nothing further reported.